Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found no latron in the mixing chamber. He replaced pinch valve pv51 which addressed the latron issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed latron was out from a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.